Manufacturer narrative:
A sample lens was not returned for analysis. The lens remains implanted. A photograph was returned, but has not been analyzed yet. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient has blurry vision due to glistenings within the implanted intraocular lens (iol). The event continues and intervention has not been decided. Additional information was requested.

Manufacturer narrative:
The product was not returned. Photo evaluation: photo quality is not good enough to make any definite conclusion. It is obvious that there are many spots representing "glistening" in diffuse pattern. However, the model of the lens implanted could not be determined. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).